Event description:
It was reported that this right atrial (ra) lead exhibited noise resulting in pacing inhibition due to lead fracture. This lead was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).